Event description:
It was reported that during a lap nephrectomy the device was not working. Tried to re-assemble, when not worked, changed the instrument. The procedure was delayed 10 minutes. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
Pc-(B)(4). Date sent: 10/25/2023. B3: event year only reported: (B)(6) 2023. D4 batch #: x96847. Additional information was requested and the following was obtained: did the generator display any error messages and if so what were they? When tried to assemble it takes long time and error displayed is replace instrument did the device pass the pre-test? No. Had the device been working and then stopped? It was working for a while, while clearing the error generator was switched off. Thenafter when gen11 was switched on instrument stopped working giving replace instrument multiple time. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.  Visual analysis of the returned sample determined that the device was returned with the blade scratched and cracked. During functional testing on gen11, an alert screen was displayed. The blade broke off during functional testing. The device was analyzed, and it was determined that it was possibly used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to verify the internal components and no anomalies were found.   Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure.                   Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device batch number x96847, and no non-conformances were identified.